Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.¿

Manufacturer narrative:
One cardiomems power supply cable was received for evaluation. Visual inspection verified the power supply cable was frayed and wires were exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.